Manufacturer narrative:
Device lot # was not provided/unknown. Device has not been returned to manufacture. Product no returned to manufacture.

Event description:
The dentist reported malfunction with the square ratchet. It did not engage. The procedure was completed with an alternative tool.

Manufacturer narrative:
After further review it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submissions for MFR- 0001038806-2017-00613 submitted on september 13, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. One zimmer retaining square ratchet was returned for inspection. A visual inspection revealed moderate signs of wear about the body, and some signs of corrosion at the square face. During functional testing, the wrench functioned as normal. The wrench assembled with a mating square component, and disengaged with no additional effort. The complaint is therefore unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16 & zimmer® one-piece implant system¿ 7458a, rev. 9/07. Inserting and orienting the implant gently seat the implant into the osteotomy. The tapered implants will seat into the osteotomy as described on the previous page. Thread the implant into the prepared site using the gemlock retaining square ratchet [rsr] attached to the fixture mount or by utilizing an alternative method as described above. For advent implant protocol, continue to page 59. The flat side of the fixture mount/transfer is manufactured to align with the flat of the implant¿s hex. To ensure proper orientation of the hex-lock contour abutments, align the flat side of the fixture mount/transfer to the buccal aspect. For 20° abutments, orient a flat side of the fixture mount/transfer toward the direction of the implant angle. A singular cause cannot be determined.